Event description:
An error message issue was reported with the freestyle libre 2 sensor. Customer observed "scan again in 10 minutes" and "replace sensor" messages upon scanning and as a result, was unable to obtain readings. The customer became hypoglycemic and required treatment of sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Section h4 device mfg date has been updated based on the extended investigation.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. A watermark at the base of the tail was observed, this is an indication that the sensor was properly inserted. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. Customer observed "scan again in 10 minutes" and "replace sensor" messages upon scanning and as a result, was unable to obtain readings. The customer became hypoglycemic and required treatment of sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the freestyle libre 2 sensor. Customer observed "scan again in 10 minutes" and "replace sensor" messages upon scanning and as a result, was unable to obtain readings. The customer became hypoglycemic and required treatment of sugar by a third-party. There was no report of death or permanent injury associated with this event.